Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The shocks happened in different episodes. Boston scientific technical services (ts) discussed reprogramming options. Device remains in service. No additional adverse patients effects were reported.